Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and gastric cyst ("gastrointestinal or digestive system condition type: gastric pyloric cyst") in an adult female patient who had essure (batch no. A86678-invalid,a06678) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included breast cancer, premenstrual dysphoric disorder and gerd. Pregnancy test: negative. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastric cyst (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), malabsorption ("malabsorbtion syndrome") and muscle spasms ("allergic or hypersensitivity reaction type: hypersensitivity-spasms") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (gastrectomy with duodenectomy and oophorectomy (one side removal of ovary), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, gastric cyst, headache, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, weight decreased, malabsorption and muscle spasms outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, gastric cyst, headache, malabsorption, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Lot number a86678 is invalid. Lot number: a06678. Manufacture date: 2012-05 : expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and gastric cyst ('gastrointestinal or digestive system condition type: gastric pyloric cyst') in a 34-year-old female patient who had essure (batch no. A86678-not valid, a06678) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included breast cancer, premenstrual dysphoric disorder and gerd. Pregnancy test: negative. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and muscle spasms ("allergic or hypersensitivity reaction type: hypersensitivity-spasms/allergic or hypersensitivity reaction type: hypersensitivity-spasms") and was found to have weight decreased ("weight loss/weight gain/loss: weight loss"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced gastric cyst (seriousness criterion medically significant) and malabsorption ("malabsorbtion syndrome"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced headache ("headaches"), migraine ("migraines/migraine/headache") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (gastrectomy with duodenectomy and oophorectomy (one side removal of ovary), salpingectomy (bilateral), hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, gastric cyst, dysmenorrhoea, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, vaginal discharge, nausea, fatigue, weight decreased, malabsorption and muscle spasms had not resolved and the headache outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, gastric cyst, headache, malabsorption, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Lot number a86678 is not valid. Lot number: a06678. Manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Onset date of events and outcome of events pelvic pain, gastric cyst, migraine, nausea, dysmenorrhea, dyspareunia, vaginal hemorrhage, menorrhagia, vaginal discharge, fatigue, weight decreased, malabsorption and muscle spasms was updated to not resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and gastric cyst ("gastrointestinal or digestive system condition type: gastric pyloric cyst") in a female patient who had essure (batch no. A06678/a86678) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included breast cancer, premenstrual dysphoric disorder and gerd. Pregnancy test: negative. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastric cyst (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), malabsorption ("malabsorption syndrome") and muscle spasms ("allergic or hypersensitivity reaction type: hypersensitivity-spasms") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (gastrectomy with duodenectomy and oophorectomy (one side removal of ovary), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, gastric cyst, headache, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, weight decreased, malabsorption and muscle spasms outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, gastric cyst, headache, malabsorption, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on 1-may-2019: reporters, patient demographics, medical history were added. Suspect drug indication were added. On (B)(6) 2013, she implanted essure (previously reported as 2013). Added events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hypersensitivity-spasms, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight loss, gastrointestinal or digestive system condition type: gastric pyloric cyst / malabsorption syndrome and patient did not performed essure confirmation test. On (B)(6) 2013, she explanted essure. Injury event was deleted and case becomes valid. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.